Manufacturer narrative:
(B)(4). A DHR review was performed and confirmed that the lot met all material, assembly and performance specifications. A review of the complaints database indicated a neutral trend for this defect type. A visual examination of the returned complaint device noted the needle of the gauge remained at 8psi. A functional test was performed where the device pressurized up to 10psi when pumped but would not maintain pressure. The returned device was then pressurized to 20psi and the pressure dropped more than 2psi in one minute, therefore not meeting specification. It was noted at this time there was a slight deformation in the face ring in the area where needle was stuck which is an indication of the unit being dropped. The ring was removed and the gauge was reset at which time a second functional test was performed and the device functioned appropriately. Based on this information the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a procedure performed on (B)(6), 2010 on a male patient approximately (B)(6) old. According to the complainant, after the procedure the needle of the gauge would no longer go back to the zero position. It was noted this was the third procedure utilizing this device. Additional information received from the complainant stated the gauge read accurately during the procedure and there was no damage noted on the device. The procedure was completed with this pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok. Attempts to obtain additional information regarding the procedure name and location have been unsuccessful to date. Should this or any other relevant information become available a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a procedure performed on (B)(6), 2010 on a male patient approximately (B)(6). According to the complainant, after the procedure the needle of the gauge would no longer go back to the zero position. It was noted this was the third procedure utilizing this device. Additional information received from the complainant stated the gauge read accurately during the procedure and there was no damage noted on the device. The procedure was completed with this pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok. Attempts to obtain additional information regarding the procedure name and location have been unsuccessful to date. Should this or any other relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) (guage unable to zero/reading inaccurate). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.